Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician could not pull the mesh leg past the dilator, through the sacrospinous ligament. The needle detached from the mesh leg and landed on the drape, outside the patient. The physician completed the procedure with another uphold vaginal support system, without any patient complications, who is reportedly "okay" post-procedure.

Manufacturer narrative:
The patient was reported to be (B)(6). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).